Event description:
Determined to be reportable based on analysis completed on 5/29/07.it was reported that during a pci procedure a shaft kink and partial separation occurred. The lesion being treated was located in the 99% stenosed, calcified and tortuous distal left anterior descending artery. It was very difficult to cross the guidewire to the lesion. The physician tried plain old balloon angiography with a maverick2 2.25x20mm balloon, but it was kinked before the lesion and broken around the hub inside the body but it wasn't separated completely. The procedure was completed with a different device. There were no pt complications or injuries reported. The pt status is listed as good. Device analysis indicated a shaft fracture.

Manufacturer narrative:
Visual and microscopic examination of the fracture face revealed evidence that the hypotube had been severely kinked at the fracture site. The catheter exhibited a hypotube fracture located 59.7 centimeters distally from the edge of the strain relief. Further examination of the fracture site did not reveal any inherent material discrepancies that would have contributed to this incident. It is believed that the kinking compromised the strength of the hypotube and contributed to its fracture. The mfg records for batch # 9357106 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specs. The exact cause of the hypotube fracture experienced and the cause of the original kink during the procedure could not be determined.